Event description:
The patient was hospitalized for two weeks after cochlear implantation due to a middle ear infection. They presented with puss in the ear canal and perforation to the tympanic membrane. Thier skin flap was not involved. Cultures revealed both psuedomones and enterococcus bacteria. The patient received 2 weeks of IV antibiotics while in the hospital and 2 weeks of oral antibiotics thereafter as a precautionary measure. Upon their most recent visit their incision was healing well and routine programming was successful.